Event description:
In 2005 - a dental implant was placed in tooth location #4. Subsequently, the pt was experiencing pain. Twelve days later - the implant was removed from the pt's mouth. A month later - the clinician was contacted. He stated the pt was experiencing severe pain after the implant was placed. No pathology or problem was noted at the implant site. After the pt's implant was removed the pain dissolved. The pt was seen post-operative and is doing well.